Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500mg/dl with nausea, associated with a time and date reset. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the time and date went to default for the pump model when the battery was removed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time/date reset issue, with use error as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: a review of the total daily dose history showed it was out of order on (B)(6). The black box was unavailable for these dates. The total daily dose's added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing. The pump was run for 24 hours and the battery was removed for six hours. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).